Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station was disconnected and causing the network to be disrupted. A field service engineer remotely guided the customer to resolve this issue. The system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system were 2 station showing on critical override. Customer stated that 3 icons showing on screen which hardware, disconnected mood and critical override it causing a delay in dispensing workflow. There were no adverse events or injuries reported based on this event.